Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a false low impedance warning. It was also reported that the right ventricular (rv) lead exhibited t-wave oversensing and diminished sensing. It was also reported that the right atrial (ra) lead exhibited diminished sensing. The ipg, rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.